Event description:
It was reported the device was used during an unknown procedure, the device was defective. Patient consequence unknown.

Manufacturer narrative:
Evaluation summary: the analysis results found that the jaws had become yielded causing the clips to be ejected and making the instrument non-functional. No conclusion could be reached as to how this misalignment had occurred. Event reportable based on analysis finding.